Manufacturer narrative:
Product event summary: analysis found that there was a liquid leak into the device which caused main board damage. However, the price quotation for repair was rejected so the customer asked for the device to be returned un-repaired.

Event description:
The device was returned to the manufacturer, analyzed, and it was noted that there was internal damage. There was no patient involvement.